Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient experienced a corneal burn while performing a cataract extraction with intraocular lens implant surgery. The surgeon placed the tip of the handpiece through the incision and immediately noticed a corneal burn after switching to phacoemulsification (phaco) mode. The handpiece worked ok after the burn. Three sutures were required to close the wound leak. The patient's symptoms are ongoing.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found a slightly loose cable at the handpiece strain relief. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system and was recognized successfully. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).